Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 620g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer stated that frequently insulin pump is getting off. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
S.w version 2.9d; retainer ring = missing; case type = ngp. Customer returned pump for an alleged pump error 63 alarm found on (B)(6) 2021. The pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The pump passed the self test, active current measurement and sleep current measurement. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Successfully downloaded history files and traces using thus. There was no pump error 63 alarm recorded and found in the formatted history file on the event date. However, pump error 63 alarm (variableinfo = 03) was recorded and found in the formatted history file on: (B)(6) 2021 17:39:03.000; (B)(6) 2021 17:54:32.000. The keypad overlay was removed to perform visual inspection and found a broken trace on u1 keypad assembly. Pump error 63 alarm (variableinfo = 03) was confirmed due to a broken trace on u1 keypad assembly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 12-jul-2021 in the formatted history file. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 05:31:33.000 battery removed (84); (B)(6) 2021 05:31:36.000 battery removed (84); (B)(6) 2021 05:31:58.000 battery removed (84); (B)(6) 2021 17:47:33.000 battery removed (84); (B)(6) 2021 17:52:27.000 battery removed (84); (B)(6) 2021 17:52:36.000 battery removed (84). Low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 19:42:00.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2021 05:13:00.000; (B)(6) 2021 05:23:00.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2021 17:39:06.000, (B)(6) 2021 17:39:21.000, (B)(6) 2021 17:39:30.000, (B)(6) 2021 17:39:50.000; (B)(6) 2021 17:40:03.000, (B)(6) 2021 17:41:47.000, (B)(6) 2021 17:43:55.000, (B)(6) 2021 17:45:15.000; (B)(6) 2021 17:51:06.000, (B)(6) 2021 17:51:13.000, (B)(6) 2021 17:51:22.000, (B)(6) 2021 17:52:31.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, power loss alarm and replace battery now alarm recorded 1 week prior to the event date 12-jul-2021 in the formatted history file. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2021 at 12:21:00 pm. There was no power data available for the date of (B)(6) 2021 to (B)(6) 2021. Unable to check power data for low battery alert, failed batt/battery failed alarm and replace battery alert. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay and a scratched case. A missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer were confirmed. Pump error 63 alarm (variableinfo = 03) was confirmed due to a broken trace on u1 keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.